Event description:
The pump was returned to animas. Evaluation revealed that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump display screen was found faded and discolored. Unrelated to the display issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump black box was reviewed and found that power events had occurred. Also unrelated to the display issue, the audio bolus button was found to be torn; the button was confirmed to be responsive and no contamination was found under the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Also unrelated, the vibration alarm motor was found to be misaligned to the pins.